Manufacturer narrative:
Stryker replaced the system pcb assembly to resolve the issue. The device passed functional and performance testing and was returned to the customer for use. Stryker further evaluated the removed system pcb assembly and determined that the crystal oscillator, designator y1, on the single board computer of the system pcb assembly. Y1 was defective and cause the issue.

Event description:
The customer contacted stryker to report that their device will not complete the boot-up cycle during power-up. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Event description:
The customer contacted stryker to report that their device will not complete the boot-up cycle during power-up. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and was able to verify the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.